Manufacturer narrative:
.

Event description:
During servicing it was noted by a philips bench technician that the heartstart mrx's hv capacitor was leaking. There is no indication of patient involvement.